Manufacturer narrative:
(B)(4). The hospital biomed reported that a staff member indicated that this unit was not pacing. The biomed tested the pacing function with no trouble found. No pt involvement was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The hospital biomed reported that a staff member indicated that this unit was not pacing. The biomed tested the pacing function with no trouble found. No pt involvement was reported.